Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy and log periods"), coital bleeding ("bleeding with intercourse") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (removal scheduled for (B)(6) 2019). At the time of the report, the pelvic pain, abdominal pain, menorrhagia, coital bleeding and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, coital bleeding, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy and log periods"), coital bleeding ("bleeding with intercourse") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (removal scheduled for (B)(6) 2019). At the time of the report, the pelvic pain, abdominal pain, menorrhagia, coital bleeding and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, coital bleeding, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.